Manufacturer narrative:
This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Alert date should have stated (B)(6) 2016

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr listen again to the call recording. The patient stated that the meter issue began on (B)(6) 2016 at approximately 9:50am when blood glucose results of 157 and 85mg/dl were obtained using the subject device, taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes using insulin (self-adjusts) and reportedly decreased their medication (dose unknown) in response to the alleged issue. The patient claimed experiencing symptoms of sweating and shaking approximately 10 minutes after the alleged issue began, and reportedly self-treated on (B)(6) 2016 at 10am with 10 units of 75/25 humalog insulin. The patient confirmed that her blood glucose was not measured using any other device at the time of the alleged issue. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, an approved sample site was used for testing, the patient¿s testing procedure was correct and the test strips were not expired. The csr also noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly obtained erratic readings on the subject device, took action based on these readings and subsequently developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.